Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing. The device would not power on. Examination showed the device was missing parts (interconnect cable, portions of the plunger head). The device could not run due to missing parts. The pump appeared to have been reassembled incorrectly by user.

Event description:
It was reported the device gave a "motor rate error" alarm.